Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the patient received 2 shocks due to t-wave oversensing, and there was undersensing. A new lead was placed for pacing/sensing, and the high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.